Event description:
An ophthalmic surgeon reported the volume of irrigation was not adequate during a vitrectomy procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause is unknown. Without a sample, it is not possible to isolate the root cause. (B)(4).